Manufacturer narrative:
Section b and h: report type changed to serious injury to reflect medwatch form manufacturer's investigation conclusion: the reported event of damage to the heartmate 3 system controller (serial number: (B)(6)) was not able to be confirmed. The product was not returned for evaluation and no photos or log files were submitted for review. Multiple attempts were made to obtain additional information related to the event, but no response was received. Available information indicated that the controller was exchanged. The root cause of the reported damage could not be conclusively determined. The heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. The heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store all equipment for proper use including the system controller and its power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The healthcare provider indicated that the patient experienced an adverse event that required intervention to prevent permanent impairment/damage which was the controller exchange.

Event description:
It was reported that patient arrived at clinic on (B)(6) 2024 with damage to system controller. The system controller was exchanged.

Manufacturer narrative:
User facility report: (B)(4) received on 13jan2024. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.